Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing an anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2016, using zero-p, the t8 stardrive shaft was not holding onto the screws appropriately and some screws were stripping. As the surgeon was attempting to insert the screws in the zero-p implant in the c4-5 space, six (6) of the screws were stripping instead of tightening and locking into the surface plate. Two (2) of the six (6) screws disengaged from the driver; bone wax was used to adhere the screws onto the driver. It was believed that this was a result of the t8 stardrive shaft not holding onto the screw as rigidly as it should have and therefore the screw followed its own path and trajectory. The t8 stardrive shaft was swapped out and all six (6) stripped screws were discarded. There was another shaft and other screws readily available for use to complete the procedure successfully. There was a two (2) minute surgical delay to remove the malfunctioned screws and open new packs of screws for use. It was reported that the patient's status outcome is unknown. Concomitant devices reported: 8mm zero-p cages (part # 04.617.128s, lot # l049297, l049298, l060362, quantity 3). This report is 7 of 7 for (B)(4).